Manufacturer narrative:
The reason for the reset was a parity error. After the parity error was cleared, the device behaved normally. The device was tested on the automated test system and was found to be normal. The cause of the parity error could not be conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the patient received inappropriate therapies after device reset. Patient is undergoing radiation treatment for prostate cancer. The device was explanted.